Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ sheath valve was leaking after the dilator was pulled from the sheath. The biosense webster inc. (Bwi) representative was not able to obtain a picture of the sheath. The valve was the section that broke, and it became detached when removing the dilator. The sheath was in the patient and the physician noticed right when it happened and immediately covered the opening. There was little blood loss and no intervention was required to stop the bleeding. The sheath was replaced, and the issue was resolved. The procedure was continued. No adverse patient consequence was reported.

Manufacturer narrative:
The device evaluation was completed on 12-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ sheath valve was leaking after the dilator was pulled from the sheath. The biosense webster inc. (Bwi) representative was not able to obtain a picture of the sheath. The valve was the section that broke, and it became detached when removing the dilator. The sheath was in the patient and the physician noticed right when it happened and immediately covered the opening. There was little blood loss and no intervention was required to stop the bleeding. The sheath was replaced, and the issue was resolved. The procedure was continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record review was performed for the finished device 50000085 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).